Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed as the complaint device was discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31417053l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a qdot micro¿ catheter and an irrigation issue was noted. The bull's eye turned bright red when ablating, and when checking the ablation catheter, the connection between the ablation catheter and the irrigation tube had come off. The catheter was removed from the patient's body, and although flush was conducted, irrigation was not conducted. The generator was in temperature control mode. Temperature cut off: 50¿, impedance cut off: between 120o and 130o. The ablation sometimes reached the temperature cut-off value but never continued beyond the cut-off value. The correct generator and catheter settings were also selected. No flow rate or flow rate change issues were noted as well. The issue was resolved by replacing the qdot micro catheter. After that, continued and completed the procedure without any problems. No patient consequences were reported.